Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced stress incontinence, vaginal opening atrophy, and a vaginal tear on her right lateral side.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).